Event description:
Approximately seventeen months after the implantation, the site reported that the patient's controller had been working normally with normal pump parameters when it sounded an audible alarm but there was no alarm message on the controller display and the controller was not recognized by the monitor. The controller was exchanged and normal pump parameters were reported. The patient complained of pain during this period but specific details were not provided. Investigation is ongoing.

Manufacturer narrative:
The controller was returned to heartware for evaluation. Upon receipt, the controller passed visual inspection. However, the functional test confirmed the reported event for no display. Further analysis revealed a defective user interface controller (uic) chip which caused the blank display. Based on all available information, it was determined that the cause of the report event was the defective electrical component.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.